Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. The current blood glucose level is 342 mg/dl. The customer treated high blood glucose with bolus 3 4 times. The customer was in the emergency room as a result of high blood glucose. Based on customer¿s report customer alleging possible under delivery. The customer was wearing the insulin pump when high blood glucose event was reported. The customer performed displacement test and it was passed. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Insulin pump programmed with a basal rate of 1.0u/hr. And monitored. All basal rates registered properly in the insulin pump history summary noted. Insulin pump received with serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. B)(4).